Manufacturer narrative:
Additional information has been requested however none is available at this time. (B)(4).

Event description:
Covidien received information from (B)(6) stating that an 840 ventilator was being used in the nasal continuous positive airway pressure (CPAP) mode, on a neonatal patient, when the patient suddenly experienced bradycardia. The patient was reportedly ambu bagged and an attempt to ventilate was performed using the assist control mode. The patient; however, died and the chest x-ray performed after showed that the patient had a bilateral pneumothorax.